Event description:
The catheter was placed on 11/1/94, prior to a pt having a transurethral resection of the prostate. On 11/2/94, the pt reported that the catheter was leaking. Upon checking, the nurse found that the catheter had come out. The balloon was noted to be broken. The rptr stated that there are no obvious missing pieces of the balloon.